Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an "unusual experience" which happened to them when sitting on the couch yesterday. The patient stated that the ins "activated on its own" because the stimulation intensity went up so high and they couldn't stand it. They reported that there was pulsating on the left side of their buttocks, through their testicles and penis. The patient mentioned that it was like an ¿electrical shot, and that it was like he stuck something inside an outlet¿. As an action taken prior to the report, the patient got the programmer and decreased the stimulation from 2.3 volts to 1.8 volts. They reported that, previously, the stimulation was ¿okay¿ at 2.3 volts but when they were lying on the couch yesterday this setting was ¿too much¿ for them. The patient confirmed that the was currently not experiencing any of the symptoms that they had yesterday. They were going to monitor if the issue occurs again and will follow up with their healthcare professional (hcp). It w as noted that the patient did have an appointment with their hcp towards the end of next month. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they were to see their doctor on (B)(6) 2019 for the issue. They had no further insight into the stimulation going high (like a shock) when sitting on a couch. No further steps had been taken but the patient noted that they lowered the level from 2.3 to 1.9 then back to 2.3. The patient stated that, so far, the issue was resolved. There were no further complications reported or anticipated.